Event description:
The biomedical engineer (bme) and nursing staff reported to nihon kohden that the central nurse's station (cns) is randomly turning off blood pressure (bp) set parameters, more notably the hi and low parameters for the diastolic and map. The nursing staff showed the bme that they had changed the parameters, but the parameters were back to being turned off on both the hi and low parameters of both diastolic and map for one room. The bme and nursing staff proceeded to randomly go through some of the other rooms to look at those parameter settings for the systolic, diastolic & map for patients in the critical intensive care unit (cicu) rooms and they found some concerning parameter settings for patient's blood pressure (bp) alarms. The bme and nursing staff reported that the blood pressure (bp) parameters were turned off on 3n floor. Another issue that the bme and nursing staff found was that when they changed the parameter settings on one floor, those newly changed parameters did not cross over to the central station in the cicu area and that those monitors alarm too much/continuously to be finding that there are certain parameters that are being turned off or that settings are being changed either too high or too low. The bme and nursing staff also found that certain rooms in the critical intensive care unit are not allowing for the cardiac rhythms to cross over to the patient's chart for interpretation. The emergency department (ed) does not allow for simple patient admission to the monitors, they are having to input the patient's v number, patient name, and date of birth (dob). The bme and nursing staff reported that they had a patient that was recently discharged/readmitted to the hospital and that both times the patient has consistently alarmed "asystole" on the monitor but it clearly shows a clear rhythm of atrial fibrillation (a.fib) with occasional artifact. The artifact is not the issue, the alarming of the asystole occurs when the rhythm is clearly reading a.fib. The asystole alarm has been constant/non-stop since the bme arrived that morning and the bme cannot do anything to turn it off as it is considered a lethal rhythm even though it clearly is not an asystole event. The bme and nursing staff reported that on this particular patient that the stickers had been replaced at least twice that morning, the wires were replaced three times and the lead view was changed twice on the monitor in the room with nothing helping. No serious injury or deaths reported due to these issues. Nihon kohden will be investigating these reported issues on-site.

Manufacturer narrative:
The biomedical engineer (bme) and nursing staff reported to nihon kohden that the central nurse's station (cns) is randomly turning off blood pressure (bp) set parameters, more notably the hi and low parameters for the diastolic and map. The nursing staff showed the bme that they had changed the parameters, but the parameters were back to being turned off on both the hi and low parameters of both diastolic and map for one room. The bme and nursing staff proceeded to randomly go through some of the other rooms to look at those parameter settings for the systolic, diastolic & map for patients in the critical intensive care unit (cicu) rooms and they found some concerning parameter settings for patient's blood pressure (bp) alarms. The bme and nursing staff reported that the blood pressure (bp) parameters were turned off on 3n floor. Another issue that the bme and nursing staff found was that when they changed the parameter settings on one floor, those newly changed parameters did not cross over to the central station in the cicu area and that those monitors alarm too much/continuously to be finding that there are certain parameters that are being turned off or that settings are being changed either too high or too low. The bme and nursing staff also found that certain rooms in the critical intensive care unit are not allowing for the cardiac rhythms to cross over to the patient's chart for interpretation. The emergency department (ed) does not allow for simple patient admission to the monitors, they are having to input the patient's v number, patient name, and date of birth (dob). The bme and nursing staff reported that they had a patient that was recently discharged/readmitted to the hospital and that both times the patient has consistently alarmed "asystole" on the monitor but it clearly shows a clear rhythm of atrial fibrillation (a.fib) with occasional artifact. The artifact is not the issue, the alarming of the asystole occurs when the rhythm is clearly reading a.fib. The asystole alarm has been constant/non-stop since the bme arrived that morning and the bme cannot do anything to turn it off as it is considered a lethal rhythm even though it clearly is not an asystole event. The bme and nursing staff reported that on this particular patient that the stickers had been replaced at least twice that morning, the wires were replaced three times and the lead view was changed twice on the monitor in the room with nothing helping. No serious injury or deaths reported due to these issues. Nihon kohden will be investigating these reported issues on-site. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 09/01/2023 emailed and phoned the customer for all items under the no information section and left voice message for nurse on record and the biomedical engineer. No reply was received. Attempt #2: 09/12/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) and nursing staff reported to nihon kohden that the central nurse's station (cns) is randomly turning off blood pressure (bp) set parameters, more notably the hi and low parameters for the diastolic and map. The nursing staff showed the bme that they had changed the parameters, but the parameters were back to being turned off on both the hi and low parameters of both diastolic and map for one room. The bme and nursing staff proceeded to randomly go through some of the other rooms to look at those parameter settings for the systolic, diastolic & map for patients in the critical intensive care unit (cicu) rooms and they found some concerning parameter settings for patient's blood pressure (bp) alarms. The bme and nursing staff reported that the blood pressure (bp) parameters were turned off on 3n floor. Another issue that the bme and nursing staff found was that when they changed the parameter settings on one floor, those newly changed parameters did not cross over to the central station in the cicu area and that those monitors alarm too much/continuously to be finding that there are certain parameters that are being turned off or that settings are being changed either too high or too low. The bme and nursing staff also found that certain rooms in the critical intensive care unit are not allowing for the cardiac rhythms to cross over to the patient's chart for interpretation. The emergency department (ed) does not allow for simple patient admission to the monitors, they are having to input the patient's v number, patient name, and date of birth (dob). The bme and nursing staff reported that they had a patient that was recently discharged/readmitted to the hospital and that both times the patient has consistently alarmed "asystole" on the monitor but it clearly shows a clear rhythm of atrial fibrillation (a.fib) with occasional artifact. The artifact is not the issue, the alarming of the asystole occurs when the rhythm is clearly reading a.fib. The asystole alarm has been constant/non-stop since the bme arrived that morning and the bme cannot do anything to turn it off as it is considered a lethal rhythm even though it clearly is not an asystole event. The bme and nursing staff reported that on this particular patient that the stickers had been replaced at least twice that morning, the wires were replaced three times and the lead view was changed twice on the monitor in the room with nothing helping. No serious injury or deaths reported due to these issues. Nihon kohden will be investigating these reported issues on-site.

Manufacturer narrative:
Details of complaint: customer reports multiple concerns such as nuisance alarms; changed settings for blood pressure alarms; incorrect arrythmia classification; some concerning parameter settings for some patients bp alarms either missing or inaccurate. The customer reported that they did some testing on floor 3n and found that when they changed the parameters, the changed parameters did not cross over to the central station in cicu. This means that the parameters could have been turned off on 3n and they would not hear alarms at either the central station would follow one or both sets of parameters that have been set to that patient's account (at the central station or at bedside). They have reported many concerns about any changes that can or will be made that may not show up at the cns station. Nihon kohden technical support left voice message for nurse (B)(6), left message at trimedx biomed for (B)(6), no response to date from either person. Investigation summary: in a follow-up e-mail from 12/12/2023, the customer replied that the issue was resolved after on-site support visits from nk account executive and nk clinical applications specialist. Nk cas stated that this issue was a misunderstanding on the customer's end on how the nibp alarm functions, and that the customer staff was educated to silence alarms and adjust alarm settings as needed. The nature of the complaint was user preference, and this was resolved through user education. The cns operator's manual instructs the user to confirm alarm settings when admitting patients. The cns administrator's guide includes details on setting default alarm settings for various parameters and the option to password-lock arrhythmia alarm settings. Review of complaint device's serial number does not show recurrence or other similar complaints.